Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a minimal invasive stapled hemorrhoidopexy, after completing purstring via prolene, the surgeon I inserted the anvil and tightened it through 5-6 knots. Then, the stapler handle was attached and start closing the stapler when green indicator comes. He removed the safety lock and squeezed the handle in order to fire the stapler but unfortunately staple pin came out without forming a proper staple formation. The anvil and handle got detached. He took another stapler to complete the procedure but with that stapler also the same thing happened. Lastly, in a third stapler, the procedure was completed. There was an extended surgical time for more than 30 minutes. A new stapler was used to resolve the problem. The patient was alive.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The devices displayed nicks on the knife blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.